Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent by technical support. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.